Manufacturer narrative:
The technician isolated the issue to the CPR linkage adjustments. He properly adjusted the CPR linkages to resolve this issue.

Event description:
Info received indicates the CPR was not working to lower the head section down but the head down function worked electrically.